Event description:
(B)(4). Heavy menstrual bleeding accompanied by severe cramping and passing of blood clots. This has been a monthly occurence since implantation in (B)(6) 2008. I also regularly experience migraines, bloating throughout the month, back pain, and joint pain.